Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2019-00863. It was reported the patient was experiencing paresthesia in the wrong location after having a lead replacement on (B)(6) 2019 for ineffective stimulation (ref MFR report#: 3006705815-2019-00861). Patient was immediately taken back for a lead revision on (B)(6) 2019 which resolved the issue.